Manufacturer narrative:
Patient weight and date of event are estimated. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had the system explanted due to ineffective stimulation.